Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer stated that the reported issue did not impact blood glucose levels. Reportedly, customer has had fluctuating blood glucose levels due to a change in her body. Customer declined troubleshooting and to provide a blood glucose level value. Customer stated they will continue using the pump for insulin therapy, and have back up novolog and lantis injections if needed.